Event description:
Doctor appointment with infectious disease. Blood test. I'm a diabetic on an insulin pump. I was changing my infusion set and insulin reservoir. When I opened my infusion set I noticed the plastic connector was partly red in color. I inserted the infusion set and connected to the reservoir. After I finished changing my set and reservoir, I noticed a red spot on a towel I put these products on, I feared the red spot was liquid so I disconnected the reservoir from insulin pump to find red spot on connector was "smeared" and all over connecter and reservoir. I panicked as I didn't know what this red liquid was that I connected to myself and my insulin pump. I feared I was contaminated from this red liquid in my body through my insulin pump. The infusion set was sealed in plastic before I open it.